Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 458 mg/dl. Customer also that the insulin pump received multiple pump error alarms during self test. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer stated that the fill cannula was recorded in daily history. Customer was not using auto mode of insulin pump. Customer was treated with insulin pump and declined for further troubleshooting of high blood glucose. Customer stated that the rewind sounded different. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, self test and occlusion test. However, pump error 4 alarm followed by pump error 63 confirmed in the history due to broken trace.